Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rp insert was opened to the field and surgeon noticed something wrong with the insert and said it was defective. There were some extra poly "strands" or "strings" on the side of the poly near the indentations on the sides of the poly.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event. The root cause is attributed to manufacturing process error. An inspection is in place for this failure mode and occurrence falls below the expected occurrence rate as per the fmea. Manufacturing operator training was conducted. No further action is required at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.